Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/21/2014 with the following findings: a review of the pump black box data revealed cs 054 call service alarms. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated alarms. The pump case was removed and no evidence of moisture ingress or internal damage was found. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the pump was powered on and the display screen appeared discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 054 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.